Event description:
It was reported that within weeks of implant, there was a myocardial perforation. Follow-up indicated that the patient still had chest pain. The lead could not be explanted and remains in the patient's body. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.